Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported the patient received an end of service message. Therapy loss followed. As a result, the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿end of service¿ message was confirmed. A longevity calculation and analysis of the returned ipg confirmed normal battery depletion based on average device usage; therefore, the root cause of the reported issue was due to normal battery depletion. Note: based on the device analysis results this event has been deemed to be a non-reportable event.